Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/27/2017 with the following findings: a review of the black box and download history did not find any activity related to the complaint. Visual inspection did not find any damage to the battery compartment or battery cap. The pump powered on normally and did not draw excessive current. The pump was opened and no internal defects were found. The complaint of overheating could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature issue. The reporter noted that the battery was very hot. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.